Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high impedance, high thresholds, pacing failure and had fractured. It was noted that vvi mode was triggered without entering atrial pacing. The pacing led was capped and replaced. No patient complications have been reported as a result of this event.